Event description:
A patient sample was reportedly tested, using the inform system, with a result greater than 33.3 mmol/l. An additional sample, obtained from the same patient, reportedly measured 8.9 mmol/l on a laboratory instrument. Reporter did not indicate if patient's therapy was modified based on the value obtained on the inform system. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for evaluation.